Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, boluses were not calculating correctly. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box showed no alarms related to the complaint. The pump powered on to the verify screen with no issues. The ezcarb and ezbolus were manually calculated and the pump correctly calculated the same units. The pump's bolus calculation feature was functioning properly. The complaint of the pump not calculating the recommended bolus totals correctly was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.